Event description:
After 2 weeks from the initial surgery, baseplate with sphere and screws dropped off from glenoid. Revision surgery done on (B)(6) 2015.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.